Event description:
She received erratic blood glucose readings. Two results that the customer received were 200mg/dl and then 94mg/dl. The difference between the results falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Further troubleshooting was impossible as the customer did not have any control solution. Customer service was going to send control solution.